Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument had a broken cable and a missing disc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator on 27-oct-2021 and did not receive any additional information regarding this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument associated with this complaint and completed investigations. Failure analysis was able to confirm the broken cable complaint, but was not able to confirm/reproduce the missing disc issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause is attributed to a component failure and related to device design. Visual inspection was performed and found no physical damage. For clarification, the claimed missing input disk was actually not missing. Instead, a grey input, called a plug, was in its place. Additional observation not reported by site: the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Root cause is attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.097¿ - 0.186" in length and were not aligned with the tube axis. The root cause is attributed to mishandling/misuse. A review of the instrument log of the permanent cautery spatula (part # 470184-13 / lot # n10210208-0019) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis found the permanent cautery spatula instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/ or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.